Event description:
It was reported that during pretest, sterile distilled water was injected into foley catheter but not withdrawn. Medicon syringe was used. Per notification from investigator on 29dec2025, it was reported that ballon concentricity 80/20 was found during sample evaluation on 07oct2025.

Manufacturer narrative:
The reported event is confirmed - cause unknown. Visual: received one (1) used all-silicone temp sensing foley catheter with sample port connector and syringe without original packaging. Verified material number 119314 and manufacturing lot number ngjs3674. Visual inspection noted no obvious observations. The catheter balloon was inflated with 10 ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water) using returned syringe and the catheter rested with no leaks noted. Asymmetrical balloon observed at 80:20. Attempted to deflate balloon passively using returned syringe and only 1 ml could be withdrawn. Attempted to deflate balloon with in-house luer lock syringe and only 2 ml could be withdrawn within five (5) minutes. Replaced returned inflation valve with an in-house valve and reattempted inflation and deflation using the in-house luer syringe. The balloon passively deflated in under three (3) minutes with no cuffing or leaks noted, returning 10ml of solution. The labeling is found to be adequate. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. Based on the investigation results, and no additional action is required at this time. Correction: d,e,f,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during pretest, sterile distilled water was injected into foley catheter but not withdrawn. Medicon syringe was used.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.